Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site. The patient stated the device was pushing outward on his skin. In turn, the patient underwent surgical intervention on (B)(6) 2017, wherein the ipg was relocated. Impedance readings were normal following the procedure and the issue is resolved.